Event description:
A health care professional reported that their freestyle lite blood glucose meter was used at the hospital to determine the blood glucose level of a newborn patient who was already in the hospital, and the reading obtained on that adc meter was lower when compared to a reading received on their hemocue device. As a result, the newborn patient was reportedly mistreated with glucose 10 % intravenous drip. There was no report of symptoms, medical diagnosis, and treatment to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter ((B)(4) and test strips of lot # 1061013) were returned for an investigation. The complaint was not confirmed. All results were within the range specification during control solution testing. This is the final report.